Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump alarmed low battery alarm. Customer was assisted with troubleshooting. Customer's blood glucose level at the time of the incident was unknown. Customer stated that it took three hours for the insulin pump to turn back on after changing batteries. Customer was advised on how to efficiently utilize insulin pump and battery use. Customer reported blank display and was assisted with troubleshooting. Through troubleshooting the display returned. Customer also mentioned that every time they changed their site, the bar that pushes the insulin does not work properly and would not go forward sometimes. Customer stated that this does not happen on a regular basis. Customer was advised to monitor insulin pump and reached back for further assistance. The insulin pump will not be returned for analysis.